Manufacturer narrative:
H4: the lot was manufactured from february 18, 2020 - february 19, 2020. H10: the device was received for evaluation. A visual inspection performed, and it was noted that the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) ruptured during patient infusion. It was further reported that 7-9ml of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.